Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be conclusively determined at this time. The most likely cause for this type of breakage can be attributed to excessive pressure/stress applied during the procedure. The instructions manual warns users: "when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead."

Event description:
Olympus was informed that during a bronchoscopy procedure, the distal tip of the aspiration needle broke off and fell inside the patient. The broken needle was retrieved, but the intended procedure was cancelled. No patient injury was reported.